Event description:
The customer reported discrepancies in the sensor's reading. The customer stated that she inserted the sensor two nights prior to the event. The customer had a low blood glucose reaction and paramedics were called. The blood glucose reading was 23 mg/dl. Troubleshooting was performed and found that the insulin pump alarmed. The customer treated his low blood glucose with glucagon. However, the low glucose continued. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.